Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 200 mg/dl and the sensor glucose was 400 mg/dl. Customer received a change sensor alert after a calibration error. Sensor glucose and blood glucose difference was 200 mg/dl. Sensor glucose and blood glucose difference is not within target range of glucose difference. The sensor glucose value that triggered the suspend event was 21 mg/dl and suspend on low limit in sensor settings was 70 mg/dl. The device will be returned for analysis.